Event description:
Tech alleged that when the brakes were engaged two of the casters would still swivel.

Manufacturer narrative:
The tech found that the casters were worn due to age and needed to replace. He replaced the casters and the brakes functioned properly. The stretcher was found out of service and there were no alleged injuries.